Event description:
As reported by our edwards lifesciences affiliate in germany, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, the commander delivery system with valve was unable to be advanced through the 14fr esheath+. All devices were removed, and retroperitoneal hematoma was noted. Surgery was required. A new system was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.